Event description:
It was reported that the pt had high impedance on diagnostics. No cause or contributory factor was reported which could have caused the high impedance. Pt also began feeling erratic stimulation or no stimulation at times. Device has been turned off and pt has been referred for surgery. X-rays were taken and reviewed by the manufacturer. Upon review, no discontinuities were noted, however, it was found that the lead was severely twisted which could be contributing to the high impedance.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.